Event description:
It was reported that during a laparoscopic pancreatoduodenectomy procedure, air leaked during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Leak test failed the analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. Rust was noted between the lens and the cannula. However, these findings are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.